Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a traveler coronary dilatation catheter advanced to the posterior descending coronary artery, 90% stenosed lesion. Balloon inflation was attempted; however, inflation would not go past 6 atmospheres and the balloon ruptured. The device was removed without reported issue and when pressurized outside the anatomy, contrast was observed leaking from the balloon. A non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.